Event description:
Customer reported a malfunction alarm with code malf 0, but the issue did not cause the blood glucose level to exceed 500 mg/dl. Customer was assisted by technical support, who provided pump reset information and helped reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurs.